Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the power switch will not allow the audible alarm to come on at 4065 hours.